Manufacturer narrative:
Event date: unspecified date in 2018. (B)(6). Device manufacture date: the device was manufactured between november 29, 2017 ¿ december 1, 2017 the actual device was not available; however, a photograph of the sample was provided for evaluation. A functional flow test must be performed on the actual device to verify the flow rate accuracy of the alleged device. The reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor underinfused. The event occurred during patient use. The device had been filled with vancomycin 1750mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.